Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cerebrovascular accident (cva) requiring no interventions. During the procedure, the smartablate irrigation pump gave bubble error. The smartablate¿ irrigation tubing set was changed and the pump was restarted, but the issue remained. The thermocool® smart touch¿ bi-directional navigation catheter catheter was flushed and it was noted about 3-4 irrigation holes were obstructed. The catheter was replaced, and the issue resolved. The irrigation pump was doing a weird noise and the tubing set was vibrating. The pump will be sent to repair on monday and a loaner will be used in the meantime. No immediate patient consequences were observed. There was no evidence of char/clot during the procedure. Correct catheter settings were selected on the generator. The pump was switching from low to high flow during the ablation. Post-procedure, the patient developed a small cva but his symptoms regressed rapidly and no interventions were required. Patient had fully recovered from the issue. Prolonged hospitalization was not required. Physician¿s opinion regarding the cause of the adverse event is that it was bwi product malfunction related, they believed a connection with the problem of flushing and this incident cannot be completely excluded. Additional information was received on 01/25/2021 that the obstruction was noticed during the procedure. While troubleshooting the pump, the physician took the catheter out and noticed there was an obstruction. In addition, on 01/26/2021, a response was received to the question as to whether the physician checked if the irrigation ports were infusing heparinized normal saline thru the catheter before use. The response was: ¿yes, checking the irrigation ports while infusing saline through the catheter is part of the standardized protocol we use¿. The bwi product analysis lab received the device for evaluation on 12/30/2020. The investigational analysis has been completed on 2/9/2021. The device was visually inspected, and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting correctly. Then, an irrigation test was performed and the catheter failed. A failure analysis was performed, and the catheter was dissected on the handle area, the irrigation tubing was found slightly folded, however the assembly was found in good conditions and with pu residues were found. A manufacturer investigation was performed and it was concluded that the assembly method was performed correctly, therefore the detached have occurred after the catheter left manufacturing process and the origin of the failure could not be determined, since the additional test proved the presence of glue. A manufacturing record evaluation was performed for the finished device 30432709m number, and no internal action related to the complaint was found during the review. The customer complaint related with irrigation issues has been verified. The root cause of the irrigation inadequate could be related to the irrigation tube was found folded. However, there is evidence that the device was manufactured in accordance with documented specification and procedures. On the other hand, it was confirmed by the customer that the irrigation ports were flushing before use and also confirmed that the obstruction was noticed during the procedure. The reported complaint unit is considered an isolated case not related to manufacturing process, and the root cause of the irrigation tube broken remains undetermined. The root cause of the adverse event remains unknown, and not related with the irrigation issues reported for this device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. . Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cerebrovascular accident (cva) requiring no interventions. During the procedure, the smartablate irrigation pump gave bubble error. The smartablate¿ irrigation tubing set was changed and the pump was restarted, but the issue remained. The thermocool® smart touch¿ bi-directional navigation catheter catheter was flushed and it was noted about 3-4 irrigation holes were obstructed. The catheter was replaced, and the issue resolved. The irrigation pump was doing a weird noise and the tubing set was vibrating. The pump will be sent to repair on monday and a loaner will be used in the meantime. No immediate patient consequences were observed. There was no evidence of char/clot during the procedure. Correct catheter settings were selected on the generator. The pump was switching from low to high flow during the ablation. Post-procedure, the patient developed a small cva but his symptoms regressed rapidly and no interventions were required. Patient had fully recovered from the issue. Prolonged hospitalization was not required. Physician¿s opinion regarding the cause of the adverse event is that it was bwi product malfunction related, they believed a connection with the problem of flushing and this incident cannot be completely excluded.